Manufacturer narrative:
Corrected information has been provided in b2 (is required intervention), b5 (event description) and h6 (health effect - impact code) due to new information received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 75-year old patient with acute myocardial infarction complicated by cardiogenic shock was put on impella cp support. The patient had red urine post impella placement. It was reported that positioning under echocardiogram guidance successfully managed the hemolysis. There are no confirming lab values for the suspected hemolysis available. No further information available on patient impact beside that the patient was successfully weaned from impella cp and survived. The original complaint concerned patient injury/hemolysis. Based on the limited information available, the impella cp will conservatively coded for hemolysis and serious injury. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use. Based on the very limited information available, it is not possible to determine whether the device contributed to the reported hemolysis. Furthermore, it cannot be confirmed that hemolysis actually occurred, as no laboratory values were provided to substantiate the observation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> mechanical interaction with blood/ hemolysis: the cause of the hemolysis issue was unable to be determined due insufficient clinical details and no product or logs returned. Device history lot ==> device lot : 1888614 device history batch ==> subcomponent lot : n/a device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A seventy-five-year-old patient with acute myocardial infarction complicated by cardiogenic shock was put on impella cp support. The patient had red urine post impella placement. There are no confirming lab values for the suspected hemolysis available. No further information available on patient impact beside that the patient was successfully weaned from impella cp and survived. The original complaint concerned patient injury/hemolysis. Based on the limited information available, the impella cp will conservatively coded for hemolysis and serious injury. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use. Based on the very limited information available, it is not possible to determine whether the device contributed to the reported hemolysis. Furthermore, it cannot be confirmed that hemolysis actually occurred, as no laboratory values were provided to substantiate the observation.